Event description:
The customer reported via phone call that she was changing the reservoir and is unable to rewind the insulin pump since the keypad is unresponsive. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump act and down arrow buttons did not respond due to flattened button dome switches. The insulin pump was unable to verify rewind anomaly due to button keypad anomaly. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip.